Manufacturer narrative:
On (B)(4) 2016, the (B)(4) project manager performed a preliminary investigation and commented as follows: screw or relative images are not available for the analysis. Anyway, similar breakages already occured in the past. Possible reasons can be the absence of the pre-hole, or the inclination too high during the insertion of the screw. Without the head of the screw and the thread it is not possible to determine any conclusion on the root cause of the problem. Batch review performed on 04 april 2016. Lot 130454: (B)(4) items manufactured and released on 22 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
During a primary surgery, the mpact screw sheared off. The surgeon recovered the pieces, and screwed the remainder of the implant all the way into the bone so that the screw was not sticking out. The surgery was completed successfully. Explants and x-rays are not available.

Manufacturer narrative:
On 09 june 2016 it was prepared a final report with the information already submitted in the initial report. On 28 june 2016 the report was sent to the initial reporter and the case was closed.